Event description:
Customer reported a no delivery alarm during a bolus delivery. The customer's blood glucose was 203 mg/dl. The customer was assisted with performing a manual prime. Customer stated insulin did exit during a manual prime. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.